Event description:
It was reported that the pump's usb port was bent resulting in difficulties charging the pump resulting in the pump shutting off. There was no adverse impact to the customer¿s blood glucose value. Reportedly, customer continued using pump for insulin therapy.

Event description:
It was reported that the pump's usb port was bent resulting in difficulties charging the pump and pump shutting off. There was no adverse impact to the customer¿s blood glucose value. Reportedly, customer continued using pump for insulin therapy.